Manufacturer narrative:
The insulin pump had button error alarm and no esc button response due to corroded keypad trace. Device had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that she received a check bg alert that could not be cleared and then it alarmed button error. The customer stated that the insulin pump hit the tub. Last blood glucose value was 172 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.